Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the mid common femoral artery (antegrade stick) via a 6f terumo sheath. Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium at the access site and the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the hold time the scrub tech felt what she believed to be a small hematoma approximately 2cm x 2cm. The scrub tech applied manual compression for approximately 5 minutes which seemed to resolve the hematoma. After the patient was moved from the table to a bed a 2cm x 2cm hematoma was felt again. A femostop was applied at the access site in recovery. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.